Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify compromised force sensor system alarm due to motor error alarms. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, scratched reservoir tube window and stained address/serial number label.